Event description:
Caller reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by arranging for a replacement pump to be sent to the caller. The customer did not have a backup therapy available and planned to contact their healthcare provider. Additionally, instructions were provided on putting the pump into storage mode and returning the malfunctioning pump. The caller acknowledged understanding of the steps and requirements for receiving the replacement pump.